Manufacturer narrative:
This report is submitted on december 13, 2016, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to an unknown reason. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested; however, not made available as of the date of this report.